Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: there were nine samples only five was returned, seeking further information on the other four. Date of explant: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "the surgeons were doing a laparoscopic bowel surgery and didn't notice immediately that the tip had snapped off so it could have been anywhere in the lower abdomen where they were operating. . All med watch submissions related to this report are: 9610612-2018-00342, 9610612-2018-00343, 9610612-2018-00345, 9610612-2018-00346.